Manufacturer narrative:
E1: patient country: spain, patient city: (B)(6). Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing was detached event on (B)(6) 2024. The deatchment was close to quick release. The infusion set was in use for one day. No further information available.